Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: vnmf4337c185tu, serial/lot #: (B)(4), ubd: 30-oct-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted for the endovascular treatment of thoracic aortic aneurysm. An additional valiant stent graft (46x46x150) was implanted approximately 1 year later to treat a type ib endoleak in vnmc4343c218ty (B)(4) which was confirmed as resolved. It was reported approximately 2 years post the index procedure the patient returned for a follow-up CT where a type ib endoleak was observed and the aneurysm sac measured 76mm. The physician is unable to determine which device contains the endoleak. No cause of the event as per the physician was provided.  No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
B5; additional information received: a post index procedure CT from approximately one month post index procedure showed the thoracic aneurysm to be 62mm with a small endoleak present. Coiling of the right cfa neck pseudoaneurysm was attempted approximately 7 months post index procedure. CT from 9 months post index procedure showed the aneurysm size to be 65mm with a type ib anterolateral endoleak. Treatment was performed with a cuff extension 7 months later. Follow up CT from 6 days post re-intervention showed the aneurysm size as 67mm and follow up CT approximately 8 months post re-intervention revealed aneurysm size as 71mm. It was observed that the entire aorta has been aneurysmal. It was noted that the ascending aneurysm has not been repaired presently (58mm). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received: corelab have reviewed CT imaging from approximately 1 year and 8months and from approximately 2 years and 2 months post index procedure. A type ib endoleak was noted on the earlier CT on the stent graft v29823131 and the type ib was still present on the CT scan from 2years 2 months post implant. Fracture was not examinable due to device overlaps. No stent ring enlargement/migration was noted from either CT. No aortic enlargement was identified on CT from 2 years and 2 months post index procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.